Manufacturer narrative:
The lot number for the event is unknown, therefore the manufacturing review could not be conducted. The device has not been returned for evaluation; therefore, the investigation is inconclusive for filter perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model dl950j filter experienced filter perforation. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.